Manufacturer narrative:
Retainer ring =black. P-cap locked in place properly during testing. Device downloaded successfully using (thus software). Device power up properly after battery installation. Unresponsive back button, back arrow button and intermittent response from center button noted during testing. Proceed it by cutting device open and perform a visual inspection of connectors and electronic stack. Per visual inspection it was determine that the ingress of water corroding and causing electrical short on keypad flex connector gold plated traces, j1/pcb2, j5/pcb1, j1/pcb1, j7/pcb1 and j2/pcb1. Unable to complete testing including displacement test due to unresponsive button. During download review no relevant alarms noted on event date. However, stuck key alarm noted on (B)(6) 2021 at 21:48 hour and at 22:10 hour. On (B)(6) 2021 at 22:06, 22:07 and at 22:11 battery out limit alarms noted. Device also received with cracked case(battery tube). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had button stuck alarm. Customer stated that they were unsure whether the buttons were pressed for 3 minutes or longer. The insulin pump had blank display but the display returned after restart of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.